Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device using a 6f sheath after a transarterial chemoembolization procedure. Reportedly, the suture broke while advancing the knot with the suture trimmer and pulling the blue rail suture. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated. H6 - medical device problem code 1562 removed; 1142 added.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device using a 6f sheath after a transarterial chemoembolization procedure. Reportedly, the suture broke while advancing the knot with the suture trimmer and pulling the blue rail suture. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: analysis of the returned device noted that almost the entire suture was still inside the device. A cuff miss as well as a suture break were found. Upon follow up, the site stated that the device failure was a cuff miss instead of a suture break. No additional information was provided.